Manufacturer narrative:
A general reagent issue was excluded. The field service representative replaced the reagent probes and performed tests with acceptable results. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent's lot number is 845550. The expiration date was not provided. The field service representative found that the rinse station nozzle was randomly sticking and a splash of water was on the top of the cuvette. He replaced the gear-pump head, replaced the cuvette/lamp, checked the water/detergent levels, checked the main pump pressure, and rerouted the vacuum tubing to the nozzle. He checked the detergent area and found crystallization on the check valve. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c results for 1 patient sample on a cobas c 513 analyzer. The initial result was 36.60 mmol/mol. The repeated result was 37.20 mmol/mol. On (B)(6) 2025, the sample was repeated, and the results were 35 mmol/mol and 40.20 mmol/mol.